Event description:
It was reported that the patient was woken in the middle of the night due to overstimulation. The issue was resolved when therapy was shut off. There were no changes noted in device placement and patient was advised that the issue could be due to positioning. There were no other reported complications, and the device remains implanted and in use.